Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresse guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remained implanted.

Event description:
It was reported from the clinical data base that on (B)(6) 2015 the patient was seen in clinic for increased drainage at driveline site with worsening erythema. On (B)(6) 2015 the patient was admitted for intravenous (IV) antibiotics and started on vancomycin 1000 mg IV twice a day (bid) and cefepime1 g IV bid for possible infection. Infectious disease (ID) was consulted on (B)(6) 2015 for length and choice of antibiotics for dl with s. Aureus. It was stated that the infection would be treated with a 6 week course of IV vancomycin followed by long term suppressive doxycycline. On 8-6-15 patient had a peripherally inserted central catheter (PICC) placement in right atrium for IV vancomycin. Patient driveline drainage improved over the course of his hospital stay with daily IV vancomycin.  On (B)(6) 2015 the patient was discharged to home. No additional information available.